Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG a, b and front therapy electrode were pulled from the strain relief, breaking solder joint connecting rear pulse wires in the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and there were exposed wires.